Event description:
The pt's wife alleges that while using the rollator to move through the living room, the right side hand broke and her husband fell onto the rollator and onto the floor. He broke four ribs and punctured his lung and bled to death eight days later. No additional information was provided regarding age, weight, date/time of event/hospitalization, treatment, and pas medical history. The information provided is approximated.